Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a motor error alarm during manual prime. The customer's blood glucose was 130 mg/dl at the time of incident. The customer disconnected and reconnected the reservoir and infusion set. The customer performed plunger push and the insulin did exit. The customer performed fixed prime and the insulin did exit. The infusion set will not be returned for analysis.